Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function and fracture. The terminal pin of the pacemaker device was removed, and two high voltage wires (leads) were present. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. During extraction attempts, both lead wires broke under traction forces, but advancement continued with the lld ez to the right atrium; however, the helix would not retract. Next, using a spectranetics 11f tightrail rotating dilator sheath, progress was made to the top of the superior vena cava (svc). Under fluoroscopy, it was noted the lead wires were prolapsing, preventing any further advancement with the 11f tightrail. Switching to a 13f tightrail, access was gained to the lead wires, and a cook medical needles eye snare, along with a cook medical curved sheath, were inserted through the groin. The rv lead was snared and cut at the pocket, with the intention of pulling out through the groin. The rv lead would not release from the wall of the rv, and one of the lead wires was adhered to the top of the svc; therefore, the decision was made to abandon the extraction. Failed attempts were made to unlock the lld ez from the rv lead, so the lead, along with the lld ez, were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut and capped and remained in the patient.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.